Manufacturer narrative:
The reported event was confirmed from photographs received. Visual inspection of the photographs of insertion handle confirms that the tip of the device fractured off. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Instruments are subjected to damage due to use overtime and this is addressed in package insert instrument/provisional use, care and sterilization. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure on an unknown date and the instrument fractured. The tip of the inserter fractured off in the inserter.